Event description:
The patient indicated on the portal order that she had "pacemaker generator change, cellulitis from aggravated masseter muscle triggered from lead voltage & underlying diseased teeth".